Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5039208 on 15-jan-2015. The most recent information was received on 08-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils expelled/migrated from tubes') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic discomfort, back pain ("lower back pain"), headache ("headache"), menstrual disorder ("pass tissue at times"), menstruation irregular ("irregular periods") and constipation ("constipation"). The patient was treated with surgery (schedule for removal). At the time of the report, the device dislocation, back pain, headache, menstrual disorder, menstruation irregular and constipation outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. The reporter considered back pain, constipation, headache, menstrual disorder and menstruation irregular to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: mw5039208) on 15-jan-2015. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils expelled/migrated from tubes') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic discomfort, back pain ("lower back pain"), headache ("headache"), menstrual disorder ("pass tissue at times"), menstruation irregular ("irregular periods") and constipation ("constipation"). The patient was treated with surgery (schedule for removal). At the time of the report, the device dislocation, back pain, headache, menstrual disorder, menstruation irregular and constipation outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. The reporter considered back pain, constipation, headache, menstrual disorder and menstruation irregular to be related to essure. Quality-safety evaluation of ptc: final assessment: this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.